Manufacturer narrative:
On 9/23/2019, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The patient's devices were confirmed to be gel mentor memorygel breast implant 325cc, catalog# 3507325bc, lot# 5924379 (left), lot# 5919211 (right). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/06/2019, mentor completed evaluation of the device. Device evaluation summary: during analysis of the sample was found a crease in the anterior view and extending to the posterior view, also a tear was observed in the posterior view, measuring approximately 0.6 cm. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with saline mentor smooth round moderate plus profile 350cc breast implants and experienced bilateral ruptures post-operatively, which were confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2019. This report is for the right side device.